Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the treatment of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. It was not reported if the patient had recovered from the event. No additional information could be provided because the reporter declined follow up.

Manufacturer narrative:
Corrective information added: (date of onset corrected). The peritonitis event was manifested by cloudy pd effluent. On the same day as onset the patient was treated with vancomycin and gentamycin (doses, routes and frequencies not reported). Thirty-nine days after the event onset, vancomycin and gentamycin treatment and cloudy fluid were ongoing. Should additional relevant information become available, a supplemental report will be submitted.